Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: visual analysis of the photographs identified:white particle material on the shell, deformation, wear abrasion. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported capsular contracture baker grade IV. This relates to the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion and white particles calcification -like in device outer surface. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified one curved opening striated. Based on the device analysis the final assessment is: one opening striated in the side posterior assessed as surgical damage.

Event description:
Healthcare professional reported capsular contracture baker grade IV. This relates to the right side. The device has been explanted.